Manufacturer narrative:
The hospital biomed inspected the unit and noted that the anesthesia control board communication cable was not connected to the monitor. The cable was reconnected. No report of patient involvement.

Event description:
The hospital reported the unit has a system malfunction error. There was no report of patient involvement.